Event description:
It was reported that upon interrogation the pulse generator exhibited a diagnostics anomaly. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.